Event description:
A patient implanted with an evoke closed loop stimulator (cls) requested to return to the clinic due to sudden pain in his head, neck, high blood pressure and high pulse. It was noted, that the patient was receiving good pain relief and no issues prior to the sudden pain. On (B)(6) 2022, the patient was admitted to hospital where the device was explanted due to infection. It was noted that there was an infection on cls site and a collection of infection on the spinal cord or dural puncture. On (B)(6) 2022, additional information was received detailing an MRI was taken. The MRI showed that the cls site was infected and there is an epidural infection. The patient is to receive IV antibiotics and hospital monitoring for symptoms.